Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead became stuck between the posterolateral vein and the guidewire, which had penetrated through the lv lead electrode spacing. After multiple attempts, the lv lead was removed and found to be damaged. The lv lead was not used and was replaced on 1 january 2026. The patient remained in stable condition.